Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported inaccurate o2 concentration has not been determined.

Event description:
It was reported that the delivered o2 concentration was inaccurate. There was no patient harm. Manufacturer's ref #: (B)(4).